Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture confirmed via MRI and ultrasound. This record is for left side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via MRI and ultrasound. This record is for left side. The device was explanted and replaced with another manufacturer's device.